Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received wherein the lead was explanted and replaced. During the procedure the lead was visually inspected, and a kink/break was identified by the surgeon. Effective therapy restored.

Event description:
It was reported the patient was unable to enter MRI mode. Diagnostics indicated the lead had high impedance. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.